Event description:
In this case, a philips field service engineer (fse) went to inspect the mechanical parts of the flat panel detector mount on a brightview xct camera. The philips fse evaluated and found the spring had failed and the pin was slightly bent (or crooked). The flat panel was left in the stow position and the philips fse informed the operator not to use the system until the necessary repairs were made to the system. There was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).